Manufacturer narrative:
Initial reporter phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. Reason for reoperation: capsular contracture baker grade unknown, pain, inflammation, and deformit.

Event description:
Healthcare professional reported left side "pain, inflammation, and deformity" and via MRI "challenging contours," "contours with some lobulations," and "radial folds." Health care professional additionally reported the events of left side pain and capsular contracture baker grade unknown. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Event description:
Healthcare professional reported left side "pain, inflammation, and deformity" and via MRI "challenging contours," "contours with some lobulations," and "radial folds." Health care professional additionally reported the events of left side pain and capsular contracture baker grade IV. The device has been explanted.